Manufacturer narrative:
Concomitant medical products: product ID 3587a, lot#: l58626, implanted: (B)(6) 1998, product type: lead. Product ID 7425, serial# (B)(4), implanted: (B)(6) 2000, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had a lead break and had to have the whole system replaced. The patient noted that this had occurred years in the past. The patient stated that they did an x-ray and they could not find the break. The patient noted that a couple months later, the battery died. The patient noted that once the implantable neurostimulator (ins) was replaced, the device still was not working. The patient noted that 2 days later, they had to do exploratory surgery and found that the lead had broken off and was floating in the spinal canal. The patient noted that a manufacturer's representative (rep) had been there and had turned stimulation up as high as it could go and the rep could not figure out what was wrong. The patient noted that they did not want to turn stimulation off when walking through security while traveling because she had it "deprogrammed." No patient symptoms were reported regarding this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.